Manufacturer narrative:
Additional information received: it was reported that a cta performed approximately 4 years and 3 months post-index procedure showed possible increased fluid retention of the aneurysmal wall. A follow-up cta performed 6 months later revealed continued expansion of the aneurysmal sac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site reported that a CT scan performed approximately 4 years and 3 months post index procedure confirmed the suspicion of infection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 04-feb-2023, UDI#: (B)(4); product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 03-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the chevar treatment of an abdominal aortic aneurysm. Esbf2814c103ee was successfully implanted, followed by etlw1616c124ee in the right iliac artery and etlw1620c124ee in the left iliac artery. In addition, two non-medtronic renal stent grafts (atrium advanta v12 getinge) and a (palmaz) stent were implanted. It was reported approx. 4 years, 2 months post index procedure, the patient was admitted to the hospital presenting with epigastric pain and no signs of infection. A cta performed the same day revealed aneurysm sac expansion, possibly infectious with signs of a potential rupture suggested a possible presence of an abscess or hematoma. No endoleak or dissection was observed. A follow-up diagnostic cta a week later showed progression of fluid retention localized to the right side of the aneurysm sac. The patient was hospitalized during which concomitant medications were administered. The patient was discharged on a one-month course of antibiotic treatment. The ae remains unresolved; a follow-up cta and clinical visit are scheduled in one month. The site assessed the aneurysm sac expansion as not related to the endurant devices or renal stents and possibly related to the index procedure.

Manufacturer narrative:
Additional information received; the site updated the related assessment of the aneurysm sac expansion from not related to unlikely related to the endurant devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was clarified that the site confirmed the suspicion of infection rather than a hematoma or abscess. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.